Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a starclose device after a diagnostic procedure using a 6f sheath. Reportedly, the device was deployed successfully, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute failure to achieve hemostasis may include, but not limited to, user pulls back on the device during clip deployment, user rocks/twists the device during device withdraw, clip interacts with the vessel locator wings. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.